Event description:
This study compared the use of double perclose devices for hemostasis to single perclose with collagen based devices. Although some complications were noted with all vessel closure devices discussed, the complications specifically for the perclose devices included the need for unplanned surgical/catheter intervention, vascular complications and major bleeding. The study concluded that there was similar success, need for unplanned procedure, and major bleeding when utilizing the hybrid strategy of single perclose with collagen based devices compared to double perclose. Specific patient information is documented as unknown. Details are listed in the article, titled "single perclose with angioseal/femoseal compared to dual perclose suture for hemostasis after transfemoral endovascular procedures: a meta-analysis".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Although it is unknown perclose device, prostyle instructions for use (IFU) will be used. The patient effect of hemorrhage is listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage and unspecified vascular problem, and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. Based on the information reported through the research article, a conclusive cause for the adverse event without identified device or use problem could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: single perclose with angioseal/femoseal compared to dual perclose suture for hemostasis after transfemoral endovascular procedures: a meta-analysis.